Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has cleared. The recipient will be reimplanted at a later date. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an abscess which was managed surgically during explanation surgery. The explant of this device will be followed under MDR 2023-00917.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.